Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2005. Revision due to rotator cuff tear confirmed by CT scan (B)(6) 2008.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Rotator cuff strains or tears are caused by overuse with activity or acute injury. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of rotator cuff and the subsequent revision, it is most likely related to the patient's underlying conditions. This device is used for treatment, not diagnosis.

Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00613, 1038671-2018-0614, and 1038671-2018-00616.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a rotator cuff tear. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.

Event description:
Index surgery: (B)(6) 2005. Revision due to rotator cuff tear confirmed by CT scan (B)(6) 2008.